Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions or resolution.